Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover. The enclosure was cracked at the drain fitting. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was confirmed. The root cause of the reported problem was found to be cracks in both area's.caused by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received 03-nov-2021 via email. Date of event updated, discovered during quarterly preventative maintenance (pm). Customer stated leaks from the bottom.

Event description:
It was reported the device was leaking from the bottom. The reporter stated the issue was found during testing with no patient involvement.